Event description:
It was reported that while the patient was attempting to recharge their device, it was found that she was unable to get a connection between the device and her recharger. She was only able to get 2 bars of communication. Her device had inverted. It was noted that the patient was overweight. The neurostimulator was repositioned and the patient was able to recharge.